Manufacturer narrative:
The device evaluation and functionality testing performed by the field service representative did not reveal any device failure that could contribute to the lift tipping. The functional test revealed that the lift was working properly. The attempt to recreate the reported event revealed that it can occur only when the lift is pulled. This scenario was discussed with the caregiver, who did not confirm how it happened. The instructions for use dedicated to maxi move (001.25060.en) warns: "do not attempt to move the lift by pulling or pushing on the mast, the jib. The spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the manoeuvring handle when displacing the lift." Arjo device failed to meet its performance specification since the maxi move tipped sideways. The device was used for a patient transfer. The complaint decided to be reportable due to allegation of the lift tipping.

Event description:
It was reported that the event occurred when the caregivers were lowering the resident into the reclining chair. The maxi move lift lifted one leg from the ground and tilted sideways causing the resident to get her head stuck in the arm of the spreader bar. No injury occurred.